Event description:
It was reported that this right ventricular (rv) lead exhibited unspecified increased impedance measurements. Diagnostic imaging was performed which confirmed the rv lead was damaged. The physician subsequently surgically explanted and replaced the rv lead to resolve the event. The patient was stable with no additional adverse effects. The rv lead is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this right ventricular (rv) lead exhibited unspecified increased impedance measurements. Diagnostic imaging was performed which confirmed the rv lead was damaged. The physician subsequently surgically explanted and replaced the rv lead to resolve the event. The patient was stable with no additional adverse effects. The rv lead was received for analysis.

Manufacturer narrative:
The returned lead was analyzed. Resistance testing confirmed the lead was not electrically contiguous. Microscopic evaluation indicated that the there was a fractured anode coil approximately ~233-240 mm near the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.